Manufacturer narrative:
The returned device was evaluated and the pod was received with the adhesive pad fully attached. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. The pod was received fully deployed with no evidence of blood on the device. The cause of the reported bleeding and bruising event could not be determined. The inspection of the cannula subassembly under magnification found the formed needle to be inadequate. The cause and timing of the damage to the hard cannula could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reports the pods adhesive failed to adhere and the pod infusion site was bleeding during wear. As treatment, the patient applied a new pod. An investigation of the device confirmed the pod had a damaged needle mechanism.